Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that the device was returned outside of its original packaging. The hub of both suture loop retrievers were disassembled between the hub and the shaft. One loop retriever was inside of the shaft of one of the curved needles. That retriever has debris on the loop. The complaint was confirmed and the root cause was associated with device design. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, when the packages were open, the loop retrievers from the meniscus mender ii set were disassembled between head and shaft. The procedure was successfully completed after a 15 minute delay using a back-up device. No patient injury or other complications were reported.